Event description:
The customer reported they tried to take spot radiography which is particular methods of taking x-rays for small roi. The first image became to be almost snowy. It was caused error which indicates failure of image processing. Patient had to be image retaken, it is resulting in excessive radiation exposure.

Manufacturer narrative:
(B)(4): after investigation of this event, we found this event was caused by software problem. When the image is sent from sensor to application, image data fails in transmission due to the design error of command processing for retransmission. This problem will be solved to install ccs rf version 2.10 or above or applying accumulative patch of version 2.02.0.2. This event occurred outside USA. (B)(4).